Event description:
Ccm attending attempting to place femoral arterial line, the hemostats in the kit cracked when the attending attempted to clamp them closed. In addition, the guidewire became shredded, with the coil separating from the wire. Product number: ask-04510-fem, lot # 23f16d0253 exp: 11/30/2018. Retained in unit directors office for pick up by our arrow sales representative.